Event description:
It was reported that a pericardial effusion, cardiac tamponade, and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was advanced along with a versacross connect during transseptal puncture. Following transseptal puncture while re-crossing the septum and preparing the 31mm watchman flx delivery system, imaging showed large amounts of smoke, and when an effusion was evaluated, a pericardial effusion was seen near the right ventricle. The patient had no pulse and the patient's blood pressure dropped. The procedure was immediately aborted. Pericardiocentesis was performed, and the pericardial effusion and cardiac tamponade was tapped. The pericardial effusion and cardiac tamponade remained unchanged, and the patient still did not have a pulse. The cardiothoracic surgeon did a window and stabilized the patient's pulse via cardiopulmonary resuscitation (CPR) and a blood transfusion before taking the patient to the operating room. The patient subsequently died on the same day post procedure.